Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 60 mm in diameter abdominal aortic aneurysm, as well as a 70 mm in diameter aneurysm in the right common iliac. Endovascular repair was conducted with a vascular plug placed in the right internal iliac artery due to the second aneurysm at that location. The endurant devices were implanted from a left approach. Another manufacturer's devices were implanted from a right approach. It was reported that during the index procedure there was difficulty deploying the suprarenal stents of the bifurcate device. Three stent rings were fully deployed and the back-end wheel of the delivery system encountered resistance when the suprarenal stent was being released. The endurant ii stent graft bifurcate was successfully deployed. However, the back-end wheel of the delivery system encountered heavy resistance during the spindle recapture step while attempting to remove the delivery system. It was noted that the back end wheel made a noise like a plastic bag breaking. The physician elected to disassemble the back-end wheel and manually applied force to the t-tube of the delivery system but still encountered strong resistance. The physician then used forceps and the delivery system was able to be successfully removed. Per the physician, the cause of the event was unknown; however, it was stated that this was not caused by an interaction between the taper tip or graft cover and the suprarenal stent. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.